Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that after trying to interrogate a device, an error occurred. It was also noted that the latch was broken off of the power cord bay and the fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported an error message appeared when trying to interrogate a device after a software update. The service diskette was run on the programmer but did not resolve the error code. No patient complications were reported as a result of this event.